Manufacturer narrative:
Follow-up #1 12/15/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the keypad was observed to be peeling at the up arrow button; the up arrow and contrast buttons were found to be unresponsive and contamination was observed under the contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, the battery compartment was observed to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose level of 527 mg/dl. On (B)(6) 2011 his blood glucose level was 400 mg/dl and he experienced the symptoms of increased urination, feet pain and was positive for ketones. The patient's wife took him to the emergency room, where he was treated intravenously with insulin. Troubleshooting revealed all pump programming was correct, the basal setting was correct, the total basal/bolus doses given correctly matched those programmed and there were no issues with the infusion set or infusion site. It was also determined the pump date/time were incorrect. Additionally, as the patient is blind, he uses the audio bolus button, with the delivery step set to 0.5 units. The patient's wife calculates bolus amounts for the patient, and mistakenly thought the delivery step was set to 1.0 units. Therefore, the incorrect technique may have contributed to the patient's elevated blood glucose levels. There was no evidence that the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect in that the audio bolus was not used correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.